Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation analysis found the actuator interface was detached from the coupler tube with the release wire extending out the proximal end of the coupler tube. This is indicative that mechanical detachment was attempted using an instant detacher. The actuator interface was not returned for analysis. There is a slight bend on the coupler tube approximately 1.3cm from the proximal end of the pushwire. The positive load indicator, break indicator, and tack weld replacement crimps were found with no damages. A kink was found on the pushwire. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and stretched. The axium prime implant coil was found still attached to the pushwire. The implant coil was found damaged and stretched with the polypropylene filament intact. A manual detachment was attempted by breaking the break indicator and the release wire was pulled back but was unsuccessful in detaching the implant coil due to resistance. A second manual detachment was attempted by breaking the pushwire distal to the kink and was successful in pulling back the coin and releasing the implant coil. Based on the analysis performed, the axium prime coil was confirmed to have ¿non-detachment¿ as the pusher was returned with the implant coil still attached. It was not possible to replicate the detach attempt using an instant detacher as the actuator interface was already detached from the pusher and not returned for analysis. A manual detachment attempt proximal to the kink on the pusher was unsuccessful while a manual detachment attempt distal to the kink was successful. This is indicative that the kink is the cause of the ¿non-detachment¿ failure mode. The cause of the kink cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned and the investigation has not been completed; therefore, the event cause could not be determined. Once the investigation is complete, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not able to detach with using instant detacher during procedure. The coil was removed right away and finished the case. The patient underwent coiling treatment for a small unruptured saccular paraclinoid aneurysm, measuring 3.5mm x 3mm. The patient¿s blood flow was normal. The vessel was reported moderately tortuous.